Manufacturer narrative:
The customer reported that the central nurse's station (cns) would not launch into the patient monitoring software and kept giving a "display settings error" message. After adjusting the display settings, another error message came up. Nk ts walked biomed through running a driver update. Afterwards, the cns worked properly. The issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The customer reported that the central nurse's station (cns) would not launch into the patient monitoring software and kept giving a "display settings error" message.

Event description:
The customer reported that the central nurse's station (cns) would not launch into the patient monitoring software and kept giving a "display settings error" message.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) would not launch into the patient monitoring software and kept giving a "display settings error" message. After adjusting the display settings, another error message came up. Nk ts walked the biomedical engineer (bme) through the process of running a driver update, which resolved the issue and the cns was working as intended. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: aa review of the history of this serial number identified no further reports of this issue. It is unknown what had caused the software to suddenly shut down. Sudden exit of the application could be due to system crash, device not responding, scheduled windows update or due to user error. The sudden shut down may have caused the drivers to be corrupted which likely had caused the software to not bootup. The issue was resolved after the drivers of the device were updated. There were no further reports on this issue on this device.